Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy ii drug-eluting stent (des) was advanced for treatment. However, it was noted that the distal portion of the stent was fractured. The procedure was completed with a 2.75x12mm synergy des. No patient complications were reported and the patient's status was stable.